Manufacturer narrative:
The removed v60 blower was returned to the failure investigation lab (fi). A visual inspection of the v60 blower revealed no evidence of damage or contamination. The fi technician installed the v60 blower into a fi ventilator to duplicate the reported issue. The blower assembly test failed. Bad temperature sensor lm20 generated the e/c 1122 blower temperature high error.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered. Respiratory was setting up the device, and the blower would not start. The field service engineer replaced the blower to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Event description:
The customer called into technical support (ts) reporting that the device is alarming blower temperature too high error code 1122 message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised customer to replace the blower and provided part number. Customer requested onsite service. Further information is pending.